Event description:
When using serf 90deg asd on setting 9 has alot of arking and sometimes probe explodes. When using the contour probe and have foot on foorpedal on setting 8 as soon as you take your foot off pedal automatically goes back to default setting of 5.